Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. The user facility is outside of the us. No medwatch report was received. No user facility info is available. Eval in process, but not yet complete. Upon completion of eval, a follow up report will be forwarded to the FDA. This report filed on march 4, 2008.

Event description:
It was reported that pt underwent right primary hip arthroplasty in 2004. Subsequently, pt reported problems with his right hip. In 2007, pt reported that strange sounds had been coming from his hip for the last 3 weeks. Revision procedure was performed four days later, where ceramic head was found fractured.